Manufacturer narrative:
Additional manufacturer narrative: attached abstract - attachment: [pdf file.pdf].

Manufacturer narrative:
Additional manufacturer narrative: attached abstract - attachment: [pdf file.pdf].

Manufacturer narrative:
Additional manufacturer narrative: b7. Other relevant history, including preexisting medical conditions. Note: date of event & implant date are estimates based on the available information.

Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible.

Event description:
The following publication was reviewed: 'a case of suspected vascular graft intimal dissection due to cannulation'. On an unknown date in (B)(6) 2017, this patient underwent arteriovenous graft implantation using a gore® acuseal vascular graft in the left upper arm. On an unknown date in (B)(6) 2018, decrease of blood flow was noted inside the graft. Ultrasound showed a suspected separation of the inner layer of the graft, in the posterior wall near the cannulation site. Diagnosis of graft outflow stenosis associated with the inner layer separation was made, and percutaneous transluminal angioplasty (pta) was performed. The exit site and the dissected portion of the graft were frequently pressured. It was confirmed that blood flow was improved, and the pta was completed.